Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a procedure. Allegedly, the injectable bone graft set too fast and could not be injected. A second kit was used to complete the procedure. No patient complications were reported.